Event description:
It was reported that during a da vinci s hysterectomy procedure, a clear amber pulley disc broke from the maryland bipolar forceps instrument and fell into the patient's abdomen. The piece was retrieved from the patient with a laparoscopic grasper. The planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.